Event description:
Boston scientific received info that this pacemaker dependent pt experienced syncope. Upon interrogation, oversensing of noise on the right ventricular (rv) channel leading to pacing inhibition with greater than two seconds of asystole was observed. One low pacing impedance measurement of 240 ohms was also noted, however, all other measurements were recorded at 450 ohms. Due to the fact that the previously implanted rv lead was abandoned in the pt, there was concern over an insulation issue due to increased lead on lead chatter and an acute rise in threshold measurements. There was also concern over a possible lead fracture. A revision procedure was performed where the rv lead was surgically abandoned and a new lead was successfully implanted. No add'l adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.